Event description:
It was reported the serving tray that can be used on a stretcher had sharp edges exposed. It is further reported that there was no adverse consequences.

Manufacturer narrative:
After examination, it appears the trays have been dropped, causing damage and sharp exposed edges.